Manufacturer narrative:
A review of the manufacturing documentation associated with lot r0903039 was performed and no defects were found, no issues were noted that were considered potentially related to the reported complaint. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. Additional information received indicates that the patient had a history of deep vein thrombosis. The filter was implanted via the right common femoral vein and was deployed just below the level of the renal vein. The filter was noted to be placed in good position without any migration or tilt. The patient tolerated the procedure well. The patient became aware of the reported events thirteen years and six months post-implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts into the aorta. The patient also reported anxiety from having a filter implanted that could fail at any time. The patient stated that they lived in fear that the filter had possibly perforated outside the vena cava and into the aorta. There is no indication from the medical records received that perforation of the aorta had occurred. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Incoming information indicates that the patient developed a perforation. However, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events thirteen years and six months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts into the aorta. The patient also reports anxiety from having a filter that could fail at any time. The patient states they live with fear that the filter has possibly perforated outside the vena cava and into the aorta. There is no indication from the medical records received that perforation of the aorta has occurred. The following additional information received per the medical records state that the patient has a history of deep venous thrombosis. During the implant procedure, the right common femoral vein was accessed and a guidewire was inserted. An introducer sheath was inserted and the trapease filter was deployed just below the level of the renal vein. The filter was noted to be placed in good position without any migration or tilt. The patient tolerated the procedure well.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Incoming information indicates that the patient developed a perforation. However, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation.